Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath related to a ventilator's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. Section h9 was reported incorrectly in previous report which is now been corrected in this follow-up report.

Manufacturer narrative:
Additional information was received on mar 19, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to a ventilator's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an inspection, the findings did not uncover any details that would change or modify the risk of the device. The material returned did not contribute to the failure reported. The manufacturer visually inspected the ventilator and did not detect any hardware defects on the device. The device was returned without a detachable battery. The device and allowed to warm up on the bench top. During this time there were no alarms or error codes. The device was tested on the trilogy multi-function test station and passed the applicable test steps. The device was run overnight on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. Technician inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The was able to identify a failure of the proximal sensor on the sensor board, but this would not be attributed to the complaint of noisy, thermal issues, or difficult breathing as identified by the complaint. The manufacturer was unable to duplicate any failures pertaining to the complaint and has determined that the device functions as designed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer could not confirm any failure that attributed to the complaint. Sections d9, h2, h3 and h6 has been updated in this report.